Manufacturer narrative:
Exemption number e2017016. (B)(4). Siemens conducted a thorough investigation and has concluded that the motor drive belt was not checked regularly according to siemens work instructions. The belt was found to have "aged" over time and was replaced along with the tube and cooling unit oil. Internal parts were checked and cleaned from the oil spill. The system remains at the customer site and is operational. No further corrective action is initiated. (B)(6).

Event description:
Siemens was notified on (B)(6) 2017 that the motor drive belt had broken and tube cooling oil spilled while the customer was performing a thorax examination. There was no report of injury to the technician or the patient at that time. The customer service engineer (cse) followed-up with the hospital technician on october 18, 2017 and learned that when the motor drive belt broke it came out of the gantry cover and touched the patient. There is no report of injury to the patient. This reported incident occurred in (B)(6).